Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, thrombus, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, definitive cause for patient effects could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is conservatively filed for patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4+. Three mitraclips were implanted, successfully reducing mr to 2. All clips remained stable on both leaflets. There was no clinically significant delay in the procedure. On (B)(6) 2019, the patient died in the hospital. It was reported that a possible thrombus could have resulted in death and was unrelated to the mitraclip. In the physicians opinion, the mitraclip device did not cause or contribute to patient death. However, the cause of the thrombus and death is unknown. No additional information was provided.